Event description:
It was reported via the customer that there was a small particle inside the sterile pack. It was also reported that there was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device and packaging subject to this investigation was returned for evaluation. It was visually confirmed that there was a small particle inside the pack. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged." Internal corrective actions were taken to address this issue.